Manufacturer narrative:
Additional information: upon analysis, external abrasion breaching the ring electrode cable lumen was observed, consistent with friction to the can, another device, or the patients anatomy. The coating of one cable was found to be abraded which likely caused the noise and oversensing. The electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, an egm revealed noise on both the atrial and ventricular channels due to oversensing. Both the durata and tendril leads were explanted and replaced. The patient is in stable condition and did not receive any inappropriate therapies